Event description:
It was reported to boston scientific corporation that two prefyx pre-pubic sling systems were implanted into the patient on (B)(4) 2009. Manufacturer report #3005099803-2012-03663 pertains to the other device. According to the complainant, the patient experienced pain due to the eroded mesh. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.